Manufacturer narrative:
Investigation summary: review of the provided information revealed that one day post implantation, the atrial lead was dislodged. As no x-rays were provided, it is not possible to visually confirm it. As received, the fixation mechanism did not operate according to specification, given that, despite cleaning, the screw was not working. After dismounting the distal part of the lead, it was confirmed that it was caused by the presence of a cardiac tissue in the screw. All electrical measurements performed revealed that the inner and outer electrical continuity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached report.

Event description:
Reportedly, the vega r52 atrial lead was implanted on (B)(6) with a talentia dr df4 device, and the procedure went well. However, the doctor encountered difficulty placing the atrial lead due to the patient having a dilated atrium. On (B)(6), the doctor discovered the lead had dislodged from its position. On (B)(6), a reintervention was performed to reposition the lead. Several positions were tested, and good electrical values (with appropriate p-wave sensing) were obtained, but pacing was not possible. A new lead was then used to continue the procedure, but still without any pacing.

Event description:
Reportedly, the vega r52 atrial lead was implanted on (B)(6) with a talentia dr df4 device, and the procedure went well. However, the doctor encountered difficulty placing the atrial lead due to the patient having a dilated atrium. On (B)(6), the doctor discovered the lead had dislodged from its position. On (B)(6), a reintervention was performed to reposition the lead. Several positions were tested, and good electrical values (with appropriate p-wave sensing) were obtained, but pacing was not possible. A new lead was then used to continue the procedure, but still without any pacing.